Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint event can be confirmed for procedural complication. The customer confirmed that the bleeding at the access site was possibly due to inadvertent movement of the patient prior to removal. The exact root cause of the hematoma and swelling cannot be determined however it is inadvertent movement of the patient also caused the swelling and hematoma at the access site. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown catalog number. UDI - unknown due to unknown catalog number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown catalog number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production catalog number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved patient was a part of the (B)(6) study. An adverse event was reported for "bleeding, hematoma, swelling". Event reported as "mild" and "possibly related to the device (r2p sheath)". The event was resolved using a tr band. The patient was in stable condition. The procedure was successful. Additional information was received on 23september2020: the procedure being performed through the r2p prior to the bleeding, hematoma, swelling was an atherectomy/pta of sfa (superficial femoral artery). The bleeding, hematoma, swelling occurred about an hour after the r2p was removed. The patient was pre anticoagulated with heparin (standard during procedure). There was no difficulty or additional resistance noticed while inserting the sheath. There were no difficulty or additional resistance noticed while removing the sheath. There was no spasms present. The 'radial cocktail' was administered prior to access. The left radial artery was the vessel accessed. Prior to the insertion of the r2p sheath an angiogram was not performed. There were no visual abnormalities or damage noted to the sheath shaft/ catheter, dilator or tip of the sheath prior to insertion. The patient was adequately sedated. The procedure was able to be completed as intended through the r2p sheath. The thought to be the cause of the hematoma/ bleeding/ swelling was the known complication of radial access / routine. The tr band was placed and inflated by an experienced user. The bleeding was not thought to be related to under inflation or aggressive deflation of the tr band. The bleeding was thought to be related to inadvertent movement of the patient prior the tr band being removed.